Event description:
It was reported that the device was pacing in the atrium during an atrial arrhythmia. Intermittent undersensing was observed during this episode. The device was reprogrammed. The patient will continue to be monitored.